Manufacturer narrative:
Combination product: yes.

Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a severely calcified lesion (90% stenosis degree) in a segment of the lad. Despite pre-dilatation the device could not be delivered to the lesion due to challenging lesion anatomy. Resistance was encountered during the attempt to cross the lesion.